Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "slow leak". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken valve, delamination of valve, flat creases. A leak test was performed and was found delamination of valve and broken valve. A microscopic analysis identified: total delamination of diaphragm flange disk assessed as adhesive failure and a broken valve seat assessed as unidentified tear opening. Based on the device analysis the final assessment is: delamination of diaphragm flange disk assessed as adhesive failure; broken valve seat assessed as unidentified tear opening.

Event description:
Healthcare professional reported a right side "slow leak". The device was explanted.